Event description:
As reported on (B)(4) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, when the treating physician was withdrawing the guidewire through the dilator, the guidewire partially unraveled. No piece of the guidewire remained inside of the patient. The patient suffered no harm or injury due to the event. The disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).